Event description:
It was reported that the patient had pre-syncope and received inappropriate shocks. There was oversensing and pauses on the right ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940 implantable defibrillation lead (B)(6) 2000. (B)(4).